Event description:
Health professional reported a port leak. No add'l info was provided with returned device. F/u is in progress.

Manufacturer narrative:
Taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Further info from the reporter regarding the implant date and explant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."